Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod coils and a lantern delivery microcatheter (lantern). It should be noted that the patient''s anatomy was tortuous and calcified. During the procedure, the physician encountered resistance while advancing the first pod coil through the middle of the lantern and the coil became stuck. While attempting to remove the pod coil, it unintentionally detached. Therefore, the lantern containing the detached pod coil was removed from the patient and the coil was flushed out on the back table. The procedure was completed using another pod coil, three other coils, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was wrinkled and slipped off the proximal end of the pusher assembly. If the pod coil is manipulated at the pet lock against resistance during use, the pet lock may become wrinkled and slip off the pusher assembly. This damage likely contributed to the embolization coil detachment during the procedure. The root cause of the resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.